Event description:
It was reported that the collimator closed down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. The system operates as intended.